Manufacturer narrative:
Product analysis : this is a new potential issue and created new released product investigation (rpi). User was running the threshold test in orion. Telemetry session was lost while stopping the threshold test due to a 'telemetry blesession manager: send and receive exception: communication error: request timeout'. The application resulted in a white screen, due to physical device busy exception for the request that was initiated from user interface. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application crashed, showing a white screen and message indicating "unexpected error occurred". The crash took place during an interrogation session of a patient's device. The application was relaunched and the issue resolved. The programmer remains in use. No patient complications have been reported as a result of this event.